Event description:
Reporter alleged discrepant blood glucose values of "<100" mg/dl on the inform system compared to a lab value drawn within ten minutes of ">1000" mg/dl. Caller reports that patient did not receive treatment based on meter or lab reading due to patient's "no code" status. Caller reports customer was "edemic and peripheral blood flow may be poor." A request was made for the return of the suspect product, and replacement product was sent.